Manufacturer narrative:
The device will not be returned for evaluation . We are unable to confirm any malfunction that could have caused or contributed to the reported inaccurate high blood glucose measurements. No qualification records could be reviewed as no product lot was reported.

Event description:
The patient's parent reported that the daughter was hospitalized on (B)(6) for serious hypoglycemia and convulsions. She was treated with glucogon and was still being treated at the time of the call. The parents believe that the bolus calculator was using inaccurate high measurements.